Event description:
The rptr indicated that the pt rec'd an inappropriate shock due to t-wave oversensing. The device had been pacing, which had increased the sensitivity. When the pt's rhythm returned and the device stopped pacing, the device oversensed t-waves. The problem was corrected by reprogramming the device.